Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photograph(s) for the device related rupture and capsular contracture reviewed on (B)(6) 2021 visual analysis of the photographs a device with an opening labeled right side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Patient reported rupture and capsular contracture baker grade ii. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening in posterior and wear abrasion. A microscopic analysis was performed which identify a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Patient reported rupture and capsular contracture baker grade ii. The device was explanted. This record is for the right side.